Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a catheter detachment occurred. The atlantis¿ sr pro coronary imaging catheter was first used for a percutaneous coronary intervention procedure for a lesion located in the left main of the left anterior descending artery. Once the first procedure was complete, the catheter was flushed twice and placed back into the dispenser. The imaging catheter was used again and when extracted from the dispenser, it was noticed that the distal shaft of the atlantis¿ sr pro coronary imaging catheter separated and remained in the device dispenser. The procedure was completed with another coronary imaging catheter. There were no patient complications reported and the patient is stable and fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The following was observed: the imaging window assembly was broken off at the lap joint when received. The unit was received in two pieces. The imaging window broken at the lap joint was 26.3cm long. The remaining length of the catheters was 144.7cm long. The surface of the break at the lap joint appeared not brittle. The large telescope tubing was detached from the male luer connection when received. The large telescope tubing was detached from the shaft seal housing assembly connection when received. During image characterization testing, no image appeared in the system due to electrical open at distal. No manufacturing defects were observed during visual and microscopic inspection of the transducer, distal housing, or distal end of the drive cable. No other issues or defects were observed during visual or functional analysis of the returned device. Based on the device analysis, it was observed the imaging window and black sheath assemblies were not stretched, but the lap joint fracture location indicated some stretching. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a catheter detachment occurred. The atlantis' sr pro coronary imaging catheter was first used for a percutaneous coronary intervention procedure for a lesion located in the left main of the left anterior descending artery. Once the first procedure was complete, the catheter was flushed twice and placed back into the dispenser. The imaging catheter was used again and when extracted from the dispenser, it was noticed that the distal shaft of the atlantis' sr pro coronary imaging catheter separated and remained in the device dispenser. The procedure was completed with another coronary imaging catheter. There were no patient complications reported and the patient is stable and fine.